Event description:
Revision surgery was performed on (B)(6) 2025 due to infection according to information provided, patient fell splitting open her wound, creating an infection. Previous surgery is unknown, as well as complete product information of original assembly. During revision the surgeon removed the pre-existing tibial liner (part number 6537.54.414) and implanted a new one of the same size. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1972. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. Based on information provided, it is reasonable to assume that reported event is related to patient fall, however since additional information and product are not available for further investigation, root cause cannot be established. Taking into account the involved product family physica, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.